Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 09/08/2020. After working with the customer to map the tdi (tissue doppler imaging) measurement, it was confirmed that the measurement was displaying the correctly in the production system on 11/5/2020. No further action is required. There were no reports of death, serious injury or injuries that were directly caused or contributed to as a result of this issue.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information from merge healthcare and other vendors systems including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. Merge cardio is intended to allow users to review diagnostic and non-diagnostic quality images, annotate studies, perform digital subtraction on images, to perform quantitative measurements on images (including but not limited to quantitative coronary analysis, left ventricular analysis, time, area, length, velocity, angle, volume, and velocity-time integrals), to generate physician generated clinical reports (via structure reporting and template based tools), and to store this information in a database. On (B)(6) 2020, a customer contacted merge healthcare and stated that one measurement was incorrectly mapped. Merge healthcare is currently working with the customer to resolve this and awaiting the customer's return from vacation. This has the potential to delay patient treatment and/or diagnosis. There have been no reports of patient injury or harm as a result of this issue. Reference complaint (B)(4).